Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-82 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Sorin implemented a field safety notice for disinfection and cleaning of sorin heater cooler devices. The z number is z-2076/2081-2015. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that biofilm was discovered inside the sorin heater-cooler system 3t during maintenance. There is no known patient involvement. A sorin group field service representative was dispatched to the facility to investigate. The service representative confirmed the reported issue and found the internal tubings and tanks to be contaminated. The facility plans to return the unit to sorin group (B)(4) for deep disinfection. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that biofilm was discovered inside the sorin heater-cooler system 3t during maintenance. There is no known patient involvement.

Manufacturer narrative:
The device manufacturer date provided in the initial report, submitted july 6, 2016, was incorrect. The correct device manufacture date is may 18, 2009. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). (B)(4). The unit was returned to livanova (B)(4) for deep disinfection. However, upon evaluation, other repairs were identified and the customer decided not to have the device investigated and repaired based on the costs. The affected unit was scrapped and no further investigation was conducted. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. As corrective action, a field safety notice has been released to remind our customers about the importance of adhering to the water management and disinfection procedure outlined in the current instructions for use (IFU). Customer did not want eval performed.